Manufacturer narrative:
Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device disposition remains unknown as there were no response in attempts to obtain information.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the therapy delivery test failed. There was no patient involvement.